Event description:
The user stated she was getting erroneous pt alcohol results on the c501 for a couple months with at least four erroneous results reported. The user stated there was no way of knowing the exact number of erroneous results generated or reported since the problem began. The user said when they initially run a sample for alcohol, the instrument will generate a result "undetected". The tech will then repeat the test and get the same result, "result undetected" which would be reported out to the physicians. Numerous times the ER doctors had called stating there was "no possible way the etoh on these patients could be negative because the pt smells and acts as though they had been drinking". The tech would pull the same sample tube, repeat the test for the third time and get a positive result. Two examples were provided. All results are in mg per dl. All samples were in 7 or 10 ml gold sst tubes. On (B)(6) 2009, sample 2 had an initial result of 1, repeat result of 0 from the c1 module, repeat result of 110 on the original module, and a repeat result of 109 from the original module. The patients were not adversely affected.

Manufacturer narrative:
The field service rep could not find a cause and verified the alcohol precision was within acceptable range.